Manufacturer narrative:
On 07-feb-2024, mentor received additional information about the event. The explantation date is (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Correction: an incorrect h6 health effect - impact code (f15, recognized procedural complication) was entered in the initial report. The correct h6 health effect - impact code is f1903 device explantation. On 30-jan-2024, the mentor failure analysis lab received the device for evaluation. On 01-feb-2024, mentor completed the investigation on the suspect medical device. Device evaluation summary: according with the information received, the patient experienced hematoma. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at any time, such as after an injury to the breast. Small hematomas may be absorbed by the body, while others may require surgery for drainage. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent a breast augmentation procedure with mentor memorygel xtra breast implant 325cc gel breast prostheses developed hematoma bilaterally post implantation. As a result, the patient underwent bilateral explantation on an unknown date. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
Device evaluation summary: according to the information received, the patient experienced hematoma. The investigation was completed on a photo of the suspect medical device because the physical device has not been received by mentor. During visual evaluation of the image provided, some bubbles were observed in the gel. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at anytime, such as after an injury to the breast. Small hematomas may be absorbed by the body, while others may require surgery for drainage. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Reason for device explant and/or reoperation: hematoma. H6 investigation findings c22: cosmetic defect. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).